Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece. Microscope inspection of the fiber determined that the fiber tip was degraded, the connector was burnt and there was a distorted light exiting the connector face of the fiber. Functional test found that the aim beam was weak. The connector fractured could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Also, the interaction between the console and the fracture connector could lead to an overheating of the fiber, that could cause the fiber separated from the connector. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed, the IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A review of the moses hazard analysis was completed and confirmed that the event reported of fiber stopped working is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on analysis results and information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a flexible ureteroscopy (urs) procedure to treat kidney stones, the surgeon heard a crackling sound coming from the laser unit at the start of the intervention. He immediately stopped and replaced the fiber with another unit of the same model. The procedure continued and was completed without any patient complications. The patient was reported to be in stable condition and fully recovered at the end of the procedure. Analysis of the returned device identified a connector fracture.